Event description:
It was reported that during a shoulder procedure using a magnum x suture, the metal wire broke off up tensioning. Another magnum x suture was inserted and this broke when tensioned, as well. The procedure was completed with a difference arthrocare device after a 60 minute surgical delay. There were no pt complications reported as a result of this event.